Event description:
It was reported that during a colostomy take-down procedure, the device could not be removed. The device had to be cut out of the patient. Due to the issue with the device, the colostomy was redone. When the device was removed, there were two good rings noticed by the technician. Prior to firing the ees device, the surgeon had selected an eea device and punctured the colon with the anvil of the eea device. There were no other reported patient consequences.

Manufacturer narrative:
(B)(4). Additional information provided: procedure: open or lap? Open. What did they use to cut stapler out? The anvil tore through the bowel, so we were able to open the device and detach the anvil and then pulled the device out of the patient's rectum. Purse string technique used? Covidian purse string device. Was the spike of stapler trocar inserted lateral or directly through a staple line? No. Where in indicator in gap setting scale? No answer. Buttressing used? No answer. Was stapler near existing staple line? No. Forces higher or lower than expected to fire stapler? No answer. Knob rotated how many times to open? Not sure. Leak test performed? No. Was the operation changed due to device? Yes, was a colostomy takedown. Age or sex of patient? (B)(6) female. Colostomy bag result? Yes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.